Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 450 mg/dl (25 mmol/l) between 37 and 48 hours of wearing the pod. The patient noticed their (bg) levels were high and felt the pod leaking. The pod was removed from the pod site and noticed the cannula was bent and there was a small bubble on their skin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received for evaluation. The investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damage was found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.